Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced a cgm accuracy issue which occurred 5 days after sensor insertion into the arm. On (B)(6) 2024, the patient was experiencing abdominal pain, dehydration, increased thirst, vomiting, weakness, shortness of breath, and blurred vision. The patient also stated she was having cgm inaccuracies but was unable to recall the specific values. Due to the patient¿s symptoms, the patient¿s husband took her to the emergency room (ER). At the ER, the patient¿s cgm was reading between 60-70 mg/dl and the bg meter was reading 400 mg/dl. Therefore, her sensor was removed. The patient was admitted to the intensive care unit (ICU) and treated with insulin, an unspecified nausea medication, and an unspecified IV drip. She stated there were other medications provided but could not recall the specifics. The patient was discharged on (B)(6)2024 (less than 24 hours). The patient was ¿getting better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.